Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Baxter rec'd and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the eval. The device was tested and no malfunction could be identified. System error 322 was confirmed through review of the device log. However, it could not be reproduced during the eval. The device was tested and no malfunction could be identified. System error 322 occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.